Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I did swallow some [accidental device ingestion]. I am allergic to biotene oral rinse fresh mint [allergy]. It's causing panic attacks. [Panic attack]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 68-year-old male patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 3b011c, expiry date 7th august 2026) for dry mouth. On an unknown date, the patient started biotene original oral rinse (original). On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria haleon medically significant), allergy and panic attack. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion, allergy and panic attack were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (original). The reporter considered the allergy and panic attack to be related to biotene original oral rinse (original).this report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was reported by consumer via call center representative (phone) on (B)(6) 2023.the consumer reported," lately, I am allergic to everything. I am allergic to the biotene oral rinse fresh mint 8ounce. I have had persistent dry mouth. I did swallow some. It is causing panic attacks".